Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected varying shock impedances on this right ventricular lead. Impedances ranged from <20 to 44 ohms. Pacing impedances were reported at 431 ohms. This patient was device dependant. No adverse patient effects were reported. Technical services discussed troubleshooting and possibility of replacement of both products. The patient was referred to another physician for further evaluation. The field representative had no further resolution to date.